Manufacturer narrative:
(B)(4). Date sent: 7/25/2023. D4: batch # unk. Investigation summary: this is an analysis of three photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photos show a package from the top view, code psee60a lot: a9cy76. (Exp. Date: 2026- 04-30). It was observed that the tyvek from the packaging was damaged. Also the individual box was noted to be damaged. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number a9cy76, and no non-conformances were identified.

Event description:
It was reported that the psee60a was delivered. The outer box was damaged. However, because the inner sterile packaging lining was also found to be damaged upon removal from the box, hospital is requesting for an exchange of the item. No patient consequences reported. No further information is available.

Manufacturer narrative:
Pc-(B)(4). Date sent: 8/24/2023 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one individual box from a psee60a was returned for analysis. Upon visual inspection, the individual box and tyvek were noted to have a hole, and the hole was noted to be from the outside in. The damage found compromised the device's sterility. Due to the damages found on the individual box and tyvek, a possible cause for these conditions is due to improper handling during transit or storage.